Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2017 with the following findings: a review of the black box showed, the last basal delivery was on (B)(6) 2017. The last bolus delivery was a 4.20 u ezcarb normal bolus on (B)(6) 2017 at 12:37. During investigation, the keypad was intact and all buttons were responding to user input. Delivery accuracy testing found the pump to be delivering within the required range and delivering accurately. The keypad cover was removed to find no contamination under the button contacts. No button contact defects were found. The pump was opened to find no evidence of internal moisture. The keypad latch was found to be fully closed. No damage to the keypad flex was found. The keypad complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. An evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the down, up, and ok buttons were unresponsive, and that the patient had a blood glucose over 600 mg/dl with abdominal pain. No unusual treatment was required and that pump was discontinued. This complaint is being reported as the alleged issue may have contributed to under delivery of insulin.